Manufacturer narrative:
(B)(4). Evaluation results: the reported condition of a colleague infusion pump with failure (B)(4) was confirmed, but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition. A device history review was performed finding no exceptions during manufacturing. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure (B)(4). This event was reported to have occurred in the general pt ward and interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.